Event description:
Exchanging the modular cable and system controller resolved the alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with a driveline power fault. The modular cable and system controller were exchanged.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Corrected data:"the patient had undergone a system controller exchange on 13jun2025 from (B)(6) to (B)(6)" included in b5 of MDR. (Covered in MFR# 2916596-2025-05635) manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline power fault alarm; however, a specific cause for this alarm could not be conclusively determined through this evaluation. The system controller log files captured a driveline power fault alarm on 24jun2025. This alarm was also observed in events and data captured over a 10-day period prior to 24jun2025. Following system controller exchange, no additional driveline power fault alarms were observed. No other notable events or alarms were captured. The pump operated at the set speed for the entire duration of the files while the driveline was connected. The account indicated that the modular cable will not be returned for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system support with no further driveline power fault alarms reported at this time. Incidental findings: review of the system controller and lvad log files revealed corrupt timestamps indicative of a complete loss of external power as well as full depletion of the system controller backup battery, which would have caused the pump to stop. This finding was observed within log files retrieved from two different system controllers, indicating that this sequence of events occurred on multiple occasions. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Chapter 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline power faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had undergone a system controller exchange on 13jun2025 from (B)(6) to (B)(6). The intention of the controller exchange (B)(6) was to solve the driveline power fault by exchanging the modular cable. This exchange was done with a new controller to provide the patient with a 1.7 software version of the controller. The patient did not experience any adverse effect as a result of the exchange. The controller was to be returned. Further review of the controller and lvad log files revealed corrupt timestamps indicative of a complete loss of external power as well as full depletion of the ebb, which would have caused the pump to stop.